Event description:
It was reported that oversensing and inhibition causing pauses were noted on egm episodes of the device. Due to low level, high frequency noise that was inhibiting pacing, myopotential oversensing on the rv sensing channel was suspected. Programming changes were performed. The patient's condition post programming changes was stable and the patient was discharged with no further issues.